Event description:
It was reported that the system 9800 reinitialized itself when the system was being moved into position. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the system interconnect cable was not fully seated. The interconnect cable and the external interface circuit board were replaced. The system was tested and found to be working as intended and placed back into service.